Event description:
According to the available information, a 68-year-old female presented to our clinic for laryngectomy stomal discomfort and progressive loss of laryngeal prosthesis voicing. She had a history of supraglottic squamous cell carcinoma, for which she underwent a total laryngectomy with partial pharyngectomy, pectoralis major myocutaneous flap reconstruction, primary tep/vp, and postoperative adjuvant radiotherapy in 2021.following her surgery, the patient underwent uncomplicated routine exchanges of her voice prosthesis from (B)(6) 2021 to (B)(6) 2024. Upon examination, the prosthesis could not be visualized, and the tracheoesophageal puncture tract did not appear patent. There was no leakage from the prior tep/vp site, and the fistula tract could not be reestablished with probing. Additional findings were notable for kyphosis, radiation changes, limited neck extension, and severe trismus. Computed tomography imaging demonstrated a retained prosthesis partially seated within the lumen of the pharyngeal wall. She was taken to the operating room to retrieve the dislodged prosthesis and reestablish the tep tract to place another prosthesis. Given her expected difficult exposure, the flexible endoscopic and endotracheal tube technique was employed. A follow-up 3 weeks later revealed that the voice prosthesis was well seated, and the patient was achieving a wet and fluent voice.